Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: we hereby submit our findings at the end of batch, as agreed upon. All deviations were found during packaging, prior to sterilization. So, prior to use, so no medication and no patients are involved. Article code: 301029, 10ml bulk ns ll batches: 2244310 event date: 03-05-2024 and 20-09-2024 staxs complaint ref: (B)(4). Deviations: 6 x visible silicon oil 17 x embedded matter 1 x damaged syringe 5 x crooked-stopper-error 3 x particle near the stopper 3 x black speckles 4 x scale marking issue samples are available additional information provided: - particle near the stopper, = for 1 syringe it was in the fluid path, 1 was between stopper and plunger and 1 was outside fluid path

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a total of 27 samples of 10ml luer-lok syringes (part number 301029) were received for evaluation. The samples were packaged loosely in six labeled bags. Syringes labeled ¿embedded matter,¿ ¿oil,¿ and ¿speckles¿ exhibited only minor cosmetic issues that did not affect form, fit, or function and were therefore considered acceptable. However, several syringes showed non-conformities, including missing scale markings, broken or loose components, jammed stoppers, and particulates, some of which were located within the fluid path. Fourier transform infrared spectroscopy (ftir) analysis confirmed the presence of silicone in the ¿oil¿ samples, consistent with its intended use as a medical-grade lubricant. Analysis of the particulates was inconclusive. The potential root cause of the identified defects is likely related to the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling proper performance in various clinical applications. It does not pose a safety or efficacy concern, nor does it impact product function. Silicone has been used in this application for over 25 years, with an estimated distribution exceeding 30 billion units. There are no known reports of adverse clinical effects associated with these products or the unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 2244310. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.